Event description:
Consumer complaint of blood results reading "hi". Customer normally is in the 265mg/dl range. Performed back to back blood tests -386mg/dl and 403mg/dl. Last 5 results in memory were 543mg/dl, "hi", "hi", 269mg/dl, 235mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue or user has high glucose value. Product codes updated.

Event description:
Consumer complaint of blood results reading "hi". Customer normally is in the 265mg/dl range. Performed back to back blood tests - 386mg/dl and 403mg/dl. Last 5 results in memory were 543mg/dl, "hi", "hi", 269mg/dl, 235mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4).